Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced, and the unit was returned to service.

Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on 3/24/2017 - voicemail, 3/27/2017 - phone, 3/27/2017 - voicemail. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient injury.